Event description:
It was reported that during an unknown procedure the surgeon fired the device and then went to manually cut. Removed the device to find the staples hadn¿t been deployed so bronchus was open.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the device lock out and could not be fired at all? No. Or was the trigger advanced with no staples deployed? Yes. Were there missing staples from the staple line? As far as I¿m aware, no staple line. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Need to confirm. Could you please clarify if there were any patient consequences? No patient consequences as far as I¿m aware. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, everything normal afterwards as far as I¿m. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.